Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. The most likely root causes of the reported failure include the following: excessive force applied by the user; shaver blade came into contact with a metal object during use; material strength. The IFU for the product warns against the use of excessive force and also warns against allowing contacts to be made between the shaver blades and metal objects during use. In sum, the customer complaint could not be confirmed as the product was not returned for investigation. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the head of the unit broke off during a case and remained in the pt for roughly 7 months. It was further reported that revision surgery was performed on the pt and the broken piece was removed.